Manufacturer narrative:
(B)(4). Date sent: 4/13/2020. D4: batch #t5cf4f. Investigation summary: the analysis found that one pse60a device was returned with no apparent damage and with two gst45b cartridge reloads present. The cartridges were received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It should be noted that a 60mm device is designed to work only with 60mm cartridges.

Manufacturer narrative:
(B)(4). Batch #unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a bariatric procedure, the surgeon tried to fire the instrument, but the cartridge lifted from its proximal part to the instrument. They stopped and tried a new cartridge, but the same problem occurred again. There were no patient consequences. No additional information is available at this time.